Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer at this. If additional information becomes available, then it will be submitted in a supplemental report.

Event description:
It was reported that, "screwdriver tip failed during screw insertion. Tip remained logged in trident screw in the pt. Screw was fully seated and surgeon elected to leave the screwdriver tip in place and inserted polyethylene liner."